Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to phillips healthcare that the heartstart xl was unable to perform ECG monitoring. There was no reported patient involvement.